Event description:
Health care professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, e1, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no was observed openings on the device. Additional observations: ¿ crease flat observed inside the device. ¿ white particles observed inside the device.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.